Event description:
During servicing of electrode belt sn (B)(4) for an unrelated issue, a reportable event was found. Upon investigation, the belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt was unable to complete incoming functionality testing. The cause for the failure was isolated to bent pins on the trunk cable connector. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.